Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report tissue damage and recurrent mitral regurgitation. It was reported that the mitraclip procedure on (B)(6) 2018 was to treat degenerative mitral regurgitation (mr) with a grade of 4. One clip was implanted successfully, reducing mr grade to <1. On (B)(6) 2018, during a follow-up visit for a routine transthoracic transesophageal echocardiogram (tte), it was observed that the posterior leaflet seemed to be ruptured on the medial part of the implanted clip and mr increased to grade 3. The clip was confirmed to be still attached to both leaflets. The patient was asymptomatic, so no treatment was performed or planned. The patient will be reassessed in about 3 months. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of tissue damage and worsening mitral regurgitation (mr) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, the reported tissue damage and worsening mr appear to be related to patient morphology/pathology and/or user technique/procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling.